Manufacturer narrative:
Evaluation summary: the analysis results for the er420 instrument confirmed that it was returned non-functional. The instrument was cycle and short fed the clips due to misassembled floor and floor out of position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a nephrecetomy procedure, no clips came out of the device. They got a new one to complete the procedure. There was no patient consequence.